Event description:
It was phoned in by the hospital purchasing dept that while flushing the vascular shunt during prep, the tubing broke at the blue stopcock. No patient injury was reported. The planned procedure was an carotid endarectomy. They replaced with another device and proceeded.

Manufacturer narrative:
Device is currently under investigation into root cause.

Manufacturer narrative:
Evaluation: the cannula was visually inspected and the tubing broke at the bond joint with the blue stopcock. The cross surface of the broken tubing was rough and uneven. It cannot be determined if excessive force was applied to the device during use; therefore, the root cause of the reported issue cannot be determined and a manufacturing defect cannot be confirmed. As this component is a supplied part, the manufacturer will be contacted to continue with further root cause investigation. A manufacturing defect could not be confirmed. Therefore, no corrective action will be taken at this time. Instructions for use were reviewed and found acceptable. There were no nonconformities associate with the manufacturing of this lot. The manufacturing process and acceptance activities remain appropriate and all planned activities associated with the manufacture and testing of the devices are acceptable. The information will be included in trend data and future CAPA determinations. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.